Manufacturer narrative:
The suspect device was not returned for evaluation. A search of the complaint data base was performed and no similar complaints for this lot number were found. The device history record was reviewed and no exceptions documents were found.

Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reports that the dermal cuff on the centrosflo catheter disconnected from the tissue and migrated out of position. The physician replaced the catheter with a new one. No injury or adverse event to report.